Event description:
Reportedly, the instrument could only be closed and fired with difficulty. After firing, the bronchus was not closed with the clips. The bronchus had to be hand sewn. (No clips could be found). No pt injury was reported.